Event description:
It was reported that the right atrial lead had recently dislodged. There was no sensing nor capture, and the threshold was high/unstable/unmeasureable. Repositioning of the lead was attempted, however, there was tissue or fibrotic tissue on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.